Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning during drain 1 of 5. Fluid was subsequently discovered. The fluid leak was discovered in step 9 of treatment complete. The patient was not connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from the cassette door. The film on the back of the cassette was loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the peritoneal dialysis registered nurse (pdrn) confirmed the reported event of fluid discovered in the pump module area and on the external portion of the cassette. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn could not confirm if the patient completed treatment on the day of the reported event. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since. The pdrn could not confirm the availability of a sample. No defect or damage to the cycler set cassette was reported to the clinic.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning during drain 1 of 5. Fluid was subsequently discovered. The fluid leak was discovered in step 9 of treatment complete. The patient was not connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from the cassette door. The film on the back of the cassette was loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the peritoneal dialysis registered nurse (pdrn) confirmed the reported event of fluid discovered in the pump module area and on the external portion of the cassette. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn could not confirm if the patient completed treatment on the day of the reported event. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since. The pdrn could not confirm the availability of a sample. No defect or damage to the cycler set cassette was reported to the clinic.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.